Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported the patient presented at the emergency room with lightheaded and dizziness. Interrogation of the products was done. Following, it was determined that approximately two months prior the lead displayed over-sensing. It was established this was a transient issue and no action was taken by the physician. The patient's symptoms were unrelated to over-sensing. The lead remains in use and no patient complications have been reported as a result of this event.